Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to stent dislodgment prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening, the 7x29 mm omnilink elite stent delivery system (sds) stent was noted to be dislodged. There was no device use or patient involvement. There was no reported clinically significant delay in the procedure. Another device was used to complete the procedure. No additional information was provided.